Manufacturer narrative:
This supplemental report is being submitted to provide a correction to h6 conclusion code. Updated field - h6 - "d1101 failure to follow instructions" is being corrected to "d15 - cause not established". Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported, the camera head had an image that was not sharp and a green glow on the monitor. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: information was asked but unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure poor quality was confirmed; however, reported failure green image after white balance was not confirmed since no white balance can be achieved due to poor image quality. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: depressed cable unit. The event can be prevented by following the instructions for use which state: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head had an image that was not sharp and a green glow on the monitor. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.